Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer blood glucose level was 600 mg/dl at the time of incident and current blood glucose level was 104 mg/dl. The customer did provide details regarding symptoms of their high blood glucose level such as nausea. Customer treated with manual injection, insulin pump and set change. Customer also stated that cannula was bent. Customer alleges insulin pump was under delivering. Customer wishes to perform the high pressure test. Customer also performed displacement test and self test and the test was passed customer stated that drive support cap was normal. Customer reports insulin exited at the quick release. Troubleshooting was performed for high blood glucose. The product will not be returned for analysis.